Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Top part of the head came off in mouth [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that while cleaning her teeth with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the top part of the oral-b dual clean brushhead came off in her mouth. She stated that she had been using the head for about a week. No symptoms developed.

Manufacturer narrative:
On 26-jul-2016 product investigation results: reporter returned one toothbrush head on 12-apr-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Top part of the head came off in mouth [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported that while cleaning her teeth with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the top part of the oral-b dual clean brushhead came off in her mouth. She stated that she had been using the head for about a week. No symptoms developed.